Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23737. It was reported that the patient presented to the clinic for a follow up. The physician believed the atrial and right ventricular leads had dislodged due to the patient having twiddler's syndrome. The patient was asymptomatic. A chest x-ray confirmed the leads were dislodged. The leads were successfully re-positioned on (B)(6) 2020. The patient was stable throughout.